Event description:
It was reported that stent dislodgement occurred. A 2.50 x 48mm synergy xd drug-eluting stent was for treatment. However, during procedure, the stent was dislodged. There were no patient complications reported. Patient was stable.

Manufacturer narrative:
D6 device codes: corrected.

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 48mm synergy xd drug-eluting stent was for treatment. However, during procedure, the stent was dislodged. There were no patient complications reported. Patient was stable. It was further reported that there was no stent dislodgement. The lesion was very tortuous, making it difficult to deliver the stent catheter in and causing it to be kinked.

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 48mm synergy xd drug-eluting stent was for treatment. However, during procedure, the stent was dislodged. There were no patient complications reported. Patient was stable. It was further reported that there was no stent dislodgement. The lesion was very tortuous, making it difficult to deliver the stent catheter in and causing it to be kinked.